Manufacturer narrative:
The reported complaint of a user advisory - ua07 (discrepancy between load 1 and load 2 too large) on the autopulse platform (serial # (B)(4)) was confirmed during functional testing and archive data review. The investigation findings revealed of imbalance between the two load cells, both were over reported (defected). Therefore, the root cause of the reported ua07 was due to damaged load cells as a result of an aging device. The autopulse platform was manufactured in september 2008 and it is nearly 11 years old, well beyond its expected serviceable life of 5 years. No physical damage on the returned autopulse platform was observed during visual inspection. During archive data review, multiple ua07 error messages were observed on the event date, thus confirming the reported complaint. The initial functional testing of the autopulse platform could not be performed due to ua07 (discrepancy between load 1 and load 2 too large) displayed upon powering on. To remedy ua07, the damaged load cells identified during service evaluation were replaced. After parts replacements, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all the functional tests and it is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there were two similar complaints reported for autopulse with serial number (B)(4). (B)(4) was reported on july 10, 2017, replacing the load cells to remedy the reported ua07 and (B)(4) was reported on october 11, 2013, also replacing the load cells to remedy the reported ua07.

Event description:
During shift check, customer reported that the autopulse platform (serial # (B)(4)) displayed user advisory - ua07 (discrepancy between load 1 and load 2 too large) error message upon power-up. The user was unable to clear the advisory. No patient involvement.